Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the most probable cause of the malfunction could not establish. However, the most probable cause of the complaint (glue chipped in objective lens and objective lens) is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodenoscope had foreign material in air/water channel and suction channel and glue chipped at objective lens and light guide lens. There was no patient involvement.